Manufacturer narrative:
Additional information received indicated that a revision procedure was performed and the device and rv lead was abandoned. Prior to the procedure there were consistent high pacing impedance measurements greater than 200 ohm. This was also confirmed during the pre-operative check. A new crt-d system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking impedance measurements greater than 200 ohms. Boston scientific technical services (ts) discussed delivering a 1.1 joule shock to evaluate the system. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that a 1.1 j shock has not been delivered. The patient was contacted and planned to be seen in clinic later this month. No additional information is available at this time. If additional information becomes available this report will be updated.